Event description:
Patient 1 of 5. It was reported by the sales rep that five patients underwent anterior cervical disc fusion procedure. The patients experienced post-op difficulty swallowing. The patients were admitted through the ER 7-10 days post-operatively . Patients did not undergo reoperation. It is reported that "the surgiflo was worked into a corner (pushed to one side), and aspirated. The patients were immediately fine afterward". The full volume of 8 ml had been used without removing excess following hemostasis had been achieved. Follow-up meeting with the attending surgeon was scheduled where the surgeon confirmed that the product was being used prophylactically and not to treat active bleeding. He also stated that the excess product was not removed. During the meeting the instructions for use messages were reinforced: the intended use to address active bleeding (not prophylactic use) and the need to remove excess product prior to closure.

Manufacturer narrative:
Qn (B)(4) patient 1 of 5. Five patients underwent anterior cervical disc fusion procedures. Surgeon used surgiflo hemostatic matrix kit with thrombin product code 2994 in a prophylactic manner and used the full amount (8 ml) in each patient without adequate irrigation to remove excess prior to wound closure at surgical completion. The patients did not go through re-surgery. Also, the patients presented with no wound infection. The conclusion is amended that surgiflo® hemostatic matrix kit with thrombin is not for prophylactic use - the device is indicated for "surgiflo® hemostatic matrix, mixed with thrombin solution, is indicated in surgical procedures (other than ophthalmic) as an adjunct to hemostasis when control of bleeding by ligature or other conventional methods is ineffective or impractical". The remaining conclusion is unchanged and still valid: excess surgiflo® hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo® hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo® hemostatic matrix should be carefully removed. In conclusion, the use of surgiflo® hemostatic matrix kit with thrombin product code 2994 in this event is evaluated to be off-label.

Manufacturer narrative:
(B)(4) patient 1 of 5. "It was reported by the sales rep that post op of five anterior cervical disc fusion procedure that the patients experienced post op reaction of redness and swelling at the incision site below the skin surface. Patients also experienced some difficulty swallowing. All five patients were admitted through the ER. Surgeon re-opened the incision sites where the surgiflo poured out as if it was an infected wound which it was not. Surgeon cleaned and sutured the wounds with no further issues." Excess surgiflo hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo hemostatic matrix should be carefully removed. According to the products instructions for use this is off-label use.

Event description:
Patient 1 of 5. It was reported by the sales rep that post op of five anterior cervical disc fusion procedure that the patients experienced post op reaction of redness and swelling at the incision site below the skin surface. Patients also experienced some difficulty swallowing. All five patients were admitted through the ER. Surgeon re-opened the incision sites where the surgiflo poured out as if it was an infected wound which it was not. Surgeon cleaned and sutured the wounds with no further issues.